Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose values of 435 mg/dl. Customer was declined trouble shooting for high blood glucose. The customer was treated with manual injection. The device is expected to be returned for analysis.